Event description:
Staff assisting physician handed the mirena box to the provider. The mirena iud was placed into the patient. After placement it was noted that the iud had an expiration date of 03/05. This was reported to the medical director. The mirena distributor was contacted & stated that if the device was placed a week after the expiration date it should not be a problem. Per the distributor, no ill effects have been noted if inserted 10 days after expiration date. The patient will be monitored for any adverse effects.